Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient tried to administer injection and then went to the hospital. At the hospital they did multiple test to make sure nothing else is wrong with the patient. They gave the patient humolog insulin, checked for ketones and kept an eye on the patient. Patient was also very severely dehydrated and is on an intravenous. The patient was not able to describe the cannula because when the pod was taken off the cannula retracted back.